Manufacturer narrative:
(B)(4). The reported complaint for iab catheter damaged was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a ziploc bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was at approximately 8.4cm from the iabc distal tip; liquid blood was noted in the sheath sidearm (inp-6). The iabc bladder was partially withdrawn through the sheath; the visible portion of the bladder was partially unwrapped (inp-6, inp-7). Buckling to the teflon sheath extrusion was noted approximately 9.4cm to 10cm, 14.5cm to 18.3cm, and 20.5cm to 23.3cm from the iab distal tip (inp-8, inp-9, inp-10). The supplied 60cc syringe was inserted to the one-way valve; the one-way valve was tethered to the short driveline tubing (inp-5). The supplied arterial pressure tubing was noted connected to the iabc luer; liquid blood was noted within the tubing (inp-5). A bend to the iabc was noted at approximately 23.3cm from the iabc distal tip (inp-10). Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with force. Upon removal of the teflon sheath, the iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted unraveled approximately 6cm from the iabc distal tip (anp-1, a np-2, anp-3). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc luer (anp-4). The leak from the iabc luer end is consistent with the previously confirmed damaged/separated central lumen (anp-2, anp-3). The iabc was leak tested again with the iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 48.8cm from the luer. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. Blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states that "after catheter was inserted [in] the patient's body, it was found that the balloon was not functioning properly and the catheter was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states that "after catheter was inserted [in] the patient's body, it was found that the balloon was not functioning properly and the catheter was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".